Event description:
It was reported that non-sustained lead noise due to post paced t-wave oversensing was observed via remote transmission. The device was reprogrammed. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.